Event description:
Healthcare professional reported a left-side deflation - "leak @ valve". Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening crack, one opening curved on radius and crease flat. Leak test and microscopic analysis was performed which identified: one opening striated on radius, valve crack, partial delamination of the valve and wear abrasion. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. One striated opening due to surgical damage consist in the use of some surgical tool. Partial delamination of the valve (adhesive failure). Reason for reoperation: implant exchange.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a left-side deflation - "leak @ valve". Device was explanted.